Event description:
MFR rep reports total device system explant due to infection. The device was explanted but not returned to the MFR for analysis. A follow up rep0rt will be sent if additional info is received.

Event description:
Hcp reports pt presented in february, 2006 with signs of infection including, redness and incisional wound opening. The promary location of the infection was the ipg device pocket. A culture was obtained of this area which produced staph aureus growth. The pt was treated with IV antibiotics and underwent total device system explant. The infection has resolved and no drug withdrawal noted. The hcp notes the pt is an inmate in a correction facility.